Event description:
The handpiece sonicision would not work after trying 3 different batteries. Lot# 51480220x. After the battery (which is separate) was attached, the sonicision would not work. Three different batteries were opened and handpiece did not work with any of them. A new sonicision (same lot number) was opened and it immediately worked with the batteries, so we conclude it was a sonicision unit malfunction. The case was a pancreatectomy/whipple case. The rn states this has not been the first time this has occurred. As an ultrasonic tissue dissector during surgery.